Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received pump error. Customer stated that they were able to clear the alarm and not able to complete rewind. Customer also stated that the keypad was unresponsive from battery out limit and frozen screen. The customer reported that the insulin pump was not working properly with battery out limit error. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
No frozen screen or button error alarm noted. Device time/clock moved. All buttons functioning properly. No damage/unlocked j2/lcd keypad connector during visual inspection noted. No missing segment/partial display anomaly noted. Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit, failed battery test alarms or a21 alarm noted during testing. (B)(4).